Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the investigation details, there was debris built up inside the device. This condition could cause the device to not accept the wire.

Event description:
It was reported that the device would not accept a wire during testing, prior to a procedure. There was no pt involvement and no allegation of adverse consequences associated with this event.